Event description:
It was reported by the rep that the ecs29 was used during a sigmoid colon resection procedure. It was reported that the rep was paged during the case and was told that the anvil and stapler would not lock together. The surgeon tried again with no success. The case was completed with a second ecs29 and with no pt consequence.